Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient has an implant for retention and had not gotten any benefit from it. The patient reported that she was getting urinary tract infections (uti's) more frequently since implant. The patient noted that she remembers her last uti was on (B)(6). The patient stated that she was back to using a catheter. The patient noted that last friday ((B)(6) 2018), the doctor had increased up to 3 and the patient was feeling just a little stimulation -very gentle. The patient reported that she went to the emergency room on (B)(6) 2018 and has sepsis in the kidney. It was noted that the patient was given cipro medication to take. The patient stated that she was very sick during the week and was unable to meet with the manufacturer representative (rep). The patient reported being exhausted, insomnia, depressed, suicidal thoughts, fever, chills, and did not have any strength. The patient stated that the doctor kept saying that the stimulator would work. The patient was wondering if the leads had migrated. The patient noted that she called the doctor yesterday and he was not responding. The patient noted that they were told to come back on (B)(6) 2018 and meet with a technician from the manufacturer. No further complications were anticipated/reported.